Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a coronary interventional procedure. Reportedly, a cuff miss occurred. A second perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis confirmed the reported needle to cuff miss as evidence by the posterior cuff remaining in the foot pocket after needle deployment. The analysis determined the cause was related to the operational influences during use and not a product quality deficiency. A review of the lot history record indicated no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.